Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer reported that when she attempted to remove the pessary, she was unable to locate the pessary or the retrieval string. The consumer could not recall if she had previously removed the product. Verification of pessary removal was recommended. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.